Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this mitral annuloplasty ring, the ring was implanted, explanted and replaced with a bioprosthetic valve. The physician reported that after suturing the annuloplasty ring, central regurgitation was still present. Due to the small nature of the patient's mitral valve and the patient's weight, the physician proceeded with a valve replacement. No additional adverse patient effects were reported.